Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, inflammation, complications with opposite hip, trouble walking, problems sitting, standing, trouble moving up and down stairs and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and that the modular head and taper insert were removed and replaced with a biomet modular head and active articulation liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates right hip revision was performed on (B)(6) 2013 due to pain and mechanical complications. The patient's operative report noted metal stained tissue, reactive tissue, and metallosis type fluid. Additional information received noted that on (B)(6) 2013 patient's blood was tested.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, inflammation, complications with opposite hip, trouble walking, problems sitting, standing, trouble moving up and down stairs and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and that the modular head and taper insert were removed and replaced with a biomet modular head and active articulation liner. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.